Manufacturer narrative:
Section a - there was no patient information provided. Section d4 - all known information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through medwatch report mw5163045 that the patient's outflow had some narrowing with higher velocities. There was a slow and progressive decrement in left ventricular assist device (lvad) flows over time. There was failure of the valve to close with the speed increase. This was all supporting an outflow issue and a chronic clot in the rotor/stator/bearing of the heartmate 3 lvad.

Event description:
This was all supporting an outflow issue and a chronic clot in the rotor/stator/bearing of the heartmate ii lvad. There were no changes in anticoagulation that could have contributed. There were no recent changes in pump parameters. A computed tomography (CT) scan was done on (B)(6) 2019. The results were no large thrombus. Slight asymmetric thickness of the rotors as described before. There was circumferential but asymmetric low-density about the periphery of the outflow cannula and was of uncertain significance. It was noted that some peripheral low-attenuation is often seen in the outflow cannula. The CT images were provided. The symptoms of thrombus shown were that the patient had elevated lactate dehydrogenase (ldh) and it increased from 297 to 618 in a 2 month period. No treatment was performed. The thrombus was not resolved and the patient was actively on the transplant waiting list.

Manufacturer narrative:
A1-a4 - patient identification information. B5 - narrative information. D4 - additional device information h6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6: medical device problem code 1384 - mechanical problem added. Manufacturer's investigation conclusion: the report of suspected thrombus and outflow graft obstruction could not be confirmed through review of the submitted images. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.